Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to remove the ventricular lead was confirmed. Analysis revealed the v-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. The physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was attempted to be disconnected from the device to move positions; however, was unable to be disconnected. The device and rv lead were removed and a new device and rv lead were implanted to resolve the event. The patient was stable.